Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4) customer had pedi key installed with no pads. Replacement pads resolved the issue.